Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer's blood glucose (bg) ranged from 40-300 mg/dl. The reason for the low bg is unknown. Carbs were consumed to treat bg level. Reportedly, the customer replaced the cartridge and continued insulin therapy.